Manufacturer narrative:
The sample from (B)(6) 2020 was provided for investigation. The investigation confirmed the sample contained an immunoglobulin that reacts with the reagent which affects the sample results. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
A new sample from the patient was obtained on (B)(6) 2020 and discrepant ft3 iii results were identified between the customer's e801 module and an e411 analyzer used at the investigation site. Refer to attached data for the results. The customer's 801 module serial number was not provided. The e411 analyzer serial number was (B)(6). The ft3 iii reagent lot number used at the investigation site was 446738 with an expiration date of 31-dec-2020. Section b6 was updated.

Manufacturer narrative:
The sample was submitted for investigation. The customer's high ft3 results were reproduced at the investigation site. Investigation of the sample confirmed the sample contained an immunoglobulin that reacts with the reagent which affects the sample results. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.". A product problem was not found.

Manufacturer narrative:
This event occurred in (B)(6). The sample was requested for investigation.

Event description:
The initial reporter complained of discrepant for 1 patient sample tested for elecsys ft3 iii (ft3 iii) on the customer's cobas e801 module compared to a cobas e801 module used at the investigation site, a cobas 8000 e 602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site and the centaur method. The initial results from the customer site were reported outside of the laboratory. Refer to attached data for the patient results. The customer's e801 module serial number is (B)(4). The e602 module serial number is (B)(4). The e411 analyzer serial number is (B)(4). The e801 module serial number used at the investigation site is (B)(4). The ft3 iii reagent lot number used with the e602 module at the investigation site was 425531 with an expiration date of 31-aug-2020. The ft3 iii reagent lot number used with the e411 module at the investigation site was 446738 with an expiration date of 31-dec-2020. The ft3 iii reagent lot number used with the e801 module at the investigation site was 438059 with an expiration date of 31-jan-2021.